Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6). Product type recharger product ID a72400 lot# serial# unknown. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the cause of the 4101 error was unknown. The representative tried several times to connect the recharger and after 20 minutes the patient would get 4101. The patient received a new recharger and that did not solve the issue. Patient was scheduled for a pocket revision and possible battery replacement. The date was not yet determined. Additional information was received, it was reported the ins replacement was scheduled for (B)(6) since they had been unable to charge the ins normally and hadn't been able to connect using the tablet, except for an initial interrogation on (B)(6). The patient continued to have an open loop charging that transitioned to 4101 after a prolonged period of time. Additional information was received, it was reported the representative connected the new ins to recharger when it was outside of the pocket and were able to charge normally. They also connected the recharger to the ins after it was in the pocket and charged the ins to 100%. Additional information was received, it was reported the ins was replaced on (B)(6) due to the device not functioning within normal tolerances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2025 13:38:14 cst pli# 40 product ID# 977119 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt {x} was observed. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger product ID a72400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Mdt rep states the patient has a new inceptiv that was replaced and they are trying to charge it, but "nothing will connect". With the recharger over the device, rep is seeing error 4101 on the recharger app. Tss advised rep to reset the wireless recharger and make sure it is firmly over the ins. Rep states the ins is in the pocket where the previous restore ins was. Rep plans to do this and call back if needed. Tss sent email to rep to obtain patient information and further sr details. Caller called back and noted they had sent the pt's info to original agent via email. The caller states the pt's ins was replaced today with an inceptiv ins. The caller states the ins was 100% today prior to completion of implant procedure. Caller states all impedances were good. Caller states they were able to connect to the tablet during procedure but no longer can connect to ins, tablet says ins needs to be recharged. Caller reiterated seeing 4101 message on recharger application. The caller tried resetting the wr. Caller notes pt has bandage over ins as they were just im planted. Agent reviewed and sent instructions for physician mode recharge as the ka advised to attempt. Agent reviewed we may want to consider pulling logs/files asap. At this time the caller was not in room with pt but will attempt the recharge instructions sent to caller via email. Tss reviewed email sent by rep. Information entered into the secure note. Additionally, the rep stated the following: we did the replacement today issue discovered post op. Mdt rep called back when he was with the patient (pt). Rep reports he cannot connect to the ins with any device (wr, handset, table). They get device not found message. When rep tries to charge ins, it charges in open-loop mode with good coupling and then they get 4101 message. Pt needed to leave so rep will have pt continue charge ins at home. Rep will call back if charging ins does not resolve the issue. Rep said there is a lot of swelling and they used staples. Additional information received from the manufacturer representative (rep) that the cause of the communication issue and 4101 error code issue possibly be because of a combination of edema, dressings and staples use to close skin. Rep said that with the help of tech support but was still receiving error code: 4101 with recharger app. This issue has not been resolved. Rep said that they will meet patient in the next week after edema diminishes and staples are removed. Rep said that yes, logs be obtained at a future date when communication with ins can be established. They are working with tech support team to resolve. Caller is in clinic with patient today and they are continuing to see open loop charging screen with excellent connection but then receive 4101 code. Caller stated swelling has gone down (it had been like a "ball" at the pocket site), staples have been removed, they can feel ins. Caller stated patient had seen open loop screen with the numbers and was getting a high of 15. Caller stated patient has lost therapy and is in pain. Tss was going to walk caller through ins reset but patient didn't have recharger dock with them. Tss reviewed issue is likely with pocket site as opposed to ins/recharger. Caller was going to contact an engineer before speaking with hcp and tss reviewed I would escalate the situation. Rep met with patient and implant site appears to look normal; no swelling and rep can feel all edges of the neurostimulator. Recharge was excellent but no battery percentage. Rep said he had an open loop session earlier and it timed out with 4101. Tss had rep do another session and it ended with 4101 error. Tss then had rep do physician recharge mode and rep started to get the open loop recharging again. Tss to request another recharger for patient. Processed recharger replacement. Added patient implant detail to the call note and added hcp information. Caller stated patient received replacement recharger and attempted to charge a few times but is still getting 4101 code. Caller confirmed that ins was implanted in the same pocket as previous stimulators. Tss reviewed area may still be healing. Patient is in the process of scheduling appointment with hcp for further troubleshooting. Tss assigned case to principal tss for further investigation/next steps. Pt being seen for follow up on (B)(6). Closing case for now. Additional information received from the manufacturer representative (rep) that they forwarded request to other reps for assistance. Their last follow up with the patient was on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9230. Serial# (B)(6): product type recharger product ID a72400. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.